Event description:
Nurse heard beeping noise in patients room and smelled smoke when entering the room. The alaris pump was beeping and had an error message on the screen. The rn was unable to turn the pump off via the controls so it was unplugged from the wall. There was burn damage noted between the pump pc unit and channel. The nurse reported that she was unaware of what may have caused the issue. Biomed and safety noted their to be dried material on the top of the pump and channel as though infusing fluid may have spilled on the device. Nurse reported that lactated ringers solution was infusing at the time. Biomed and safety believe that fluid may have penetrated the connection between pc unit and channel and raised resistance in the connection causing heat to build up to the point where the unit began to smolder.